Event description:
Ous MDR, the patient felt a "strong shock in his body" and went to the hospital. When the device was interrogated, it was found to be at eos. This is all of the information that was provided. There is no explant date, no mention of the device being explanted and the device has not been returned. Should additional information become available, this event will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned follow up data have been analyzed. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock deliveries, as mentioned in the complaint description. The analysis showed that an amount of 71 charging cycles was performed by the device on (B)(6) 2016. As a result of that fast successive charging the battery status eos had occurred. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. In the available iegms the occurrence of noise was observed in the right ventricular channel. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast successive charging. The analysis of the returned data revealed no indication of a device malfunction.